Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports she was unable to recharge the cervical stimulator and lost stimulation in (B)(6) 2016. The sjm representative met with the patient and confirmed the ipg is inoperable. The patient reported she has suffered multiple falls and after the last fall she noticed the ipg was no longer able to be recharged or communicate with the external devices, however she had not recharged or used the scs system three months prior to the falls. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has been restored thus issue has been resolved.